Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon burst was unable to be confirmed due to unavailability of the returned device nor imagery was provided. Available information suggests patient factors (calcification) likely contributed to the event as provided information indicated presence of calcification on the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in the aortic position by transcarotid approach. During the procedure, at the end of the deployment of the valve, the balloon on the delivery system ruptured. The valve was successfully deployed, in a 90/10 position and without any paravalvular leak. There were no difficulties during the removal process, and the delivery system and sheath were removed as a unit. No further actions were taken. There were no patient injuries and patient was stable after procedure. The perceived root cause of the event is severe calcification of the sino-tubular junction. The perceived root cause of the event is severe calcification of the sino-tubular junction.